Manufacturer narrative:
Exact date unknown, event occurred few weeks ago.

Event description:
It was reported that the patients ipg had to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.